Event description:
Two probes were used on the same pt. A neurosensor probe was implanted in 2005. There were no cbf readings, so the physician removed the probe and inserted another probe. The second probe did not provide cbf readings either. The physician tried rotating the catheter. It was reported that the pt was in very poor health and expired the next day. Two probes were placed in the same pt in which the neurosurgeon had readings of 0-2cc/100gm/min. The physician attributed the readings in the pt as due to the pt's poor medical condition in that the pt was near brain dead.